Event description:
It was reported that an ilet insulin pump fell from a belt clip onto the floor, resulting in a broken insulin cartridge that could not be removed and a nonresponsive screen, after which the user transitioned to multiple daily injections with blood glucose remaining within normal range and a replacement device was provided. Symptoms included no reported adverse physiological effects. Outcomes included a temporary interruption of pump therapy, initiation of backup therapy, and continuation of cgm use. Investigation included customer service triage, verification of shipping logistics, and instructions to shut down the device and return it with a provided label. Investigation of this device revealed physical damage consistent with impact-related failure of the cartridge and display assembly, leading to device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental dropping. The device powers on when charged. All the menu commands were issued with no failures on the touchscreen. The device was powered down and powered back on several times still no issues on the touch screen. No fault was found. Patients' complaint for the touch screen was not confirmed. This complaint was piggybacked with a complaint about a cartridge stuck in the chamber it is possible that the screen was malfunctioning with the patient due to this stuck cartridge, but this is unable to be proven.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.